Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. Patient mentioned they were going to take their latest implant out because it wasn't doing them any good. Patient met with medtronic representative to reprogram their implant maybe april or later. Patient went to get an MRI yesterday but patient got the 319 and 338 messages. Agent reviewed information. During the call patient got not found on mystim rc. Patient reset the communicator. Patient reset the communicator and got the 319 message. Agent reviewed information and redirected patient to their hcp to address the issue.